Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level of 24 mmol/l. Troubleshooting was done for insulin flow block alarm. The customer did not provide any symptoms regarding high blood glucose. Customer reported that the event was resolved by changing complete set. The reservoir was returned for analysis.